Event description:
Plaintiff alleges the development of severe and irreversible type-I latex allergy after repeated exposure to latex exam gloves. She alleges suffering physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent.